Manufacturer narrative:
Updated data: b5, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implant depth of the first valve was shallow, so the valve displaced. Following the implant of the second valve, paravalvular leak (pvl) was observed.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012745067); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implant of the valve, regurgitation was identified. Subsequently, another valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: 20fr deliv sys envpro-16-us; product ID: en vpro-16-us; serial/lot: (B)(6); UDI: (B)(6); manufactured date: 2025-04-01; use by date: 2027-04-01; implant date: n/a; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implant of the valve, regurgitation was identified. Subsequently, another valve was implanted valve-in-valve. Additional information was received that the regurgitation was moderate to severe central regurgitation. Per the physician, the cause of the regurgitation was the valve displacement. After the valve in valve implant, mild to moderate regurgitation remained. Additional information was received that the implant depth of the first valve was shallow, so the valve displaced. Following the implant of the second valve, paravalvular leak (pvl) was observed. Additional information was received that the shallow implant depth of the first valve was not intended. It was clarified that following the implant of the second valve, the severity of the pvl was mild-moderate.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the regurgitation was moderate to severe central regurgitation. Per the physician, the cause of the regurgitation was the valve displacement. After the valve in valve implant, mild to moderate regurgitation remained.

Manufacturer narrative:
Updated data: b2., b5., h6., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.